Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.